Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when or in which care area this condition occurred. There was no report of patient involvement, injury, medical intervention, or adverse reaction associated with this event. Baxter quality engineering also confirmed the reported condition as a damaged battery. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed but not reproduced. The root cause was not identified. The device was returned unrepaired. There were no upgrades/repairs performed on this device and baxter was unable to verify functionality of the device due to estimate refusal by the customer. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.